Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly and a product lidstock for evaluation. The dilator/sheath contained obvious signs of use in the form of biological material. Visual examination revealed the distal end of the dilator contained an overall bend. The distal tip was also slightly frayed. These damages are consistent with undue force being applied at the tip. The total length of the dilator body measured to be 6.97" which is within specifications of 6.625-7.125" per product drawing. The inner diameter of the dilator tip measured to be 0.038" which is within specifications of 0.036-0.038" per product drawing. The outer diameter of the dilator body measured to be 0.117" which is within specifications of 0.117-0.120" per product drawing. The returned dilator was able to be removed and advanced from the returned sheath assembly. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The distal end of the dilator was slightly bend and the tip contained signs of fraying. These damages are consistent with undue force being applied to the dilator. A device history record review was performed with no relevant findings and the returned sample passed all relevant dimensional and functional testing. Based on the condition of the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user was unable to insert the sheath. The user found that the device was bent. A new kit was obtained.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates dilator body/hub damaged - found during use.

Event description:
It was reported that the user was unable to insert the sheath. The user found that the device was bent. A new kit was obtained.